Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) used to capture the serious injury.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep, chronic infection, positive culture for staphylococcus caprae. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Doi: (B)(6) 2017. Doe: (B)(6) 2019 (left knee).